Event description:
I have had another malyugin ring fail. No patient injury reported. Follow up on 11/19/25: this did have patient contact; it did not have serious injury? The ring did not come out of the shooter? It is tangled in the plunger.